Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection the blue impactor had fractured. There were no impact marks on either the handle or the impactor tip. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to device being dropped on the floor. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while opening a brand new dual mobile impactor from packaging, the surgeon dropped the impactor and hit the floor breaking the blue tip. Attempts have been made and no further information has been provided.